Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161721. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.